Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2017, which performed as expected. Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on (B)(6) 2017, and determined that those test wells in question were visually negative.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.